Event description:
It was reported that the during preventative maintenance, the arctic sun device did not cool down and the flow rate was 1.4 liter/minute. Circulation pump and mixing pump were defective.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The reported issue was confirmed that the flow rate was low at 1.4lpm. The circulation pump was replaced. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The reported issue was confirmed that the flow rate was low at 1.4lpm. The circulation pump was replaced. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Initial reporter phone number: (B)(6). Complaint re-opened to update UDI information with all available information per gudid. The reported product number is sold ous. The UDI number for this product is not available. Correction: g, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during preventative maintenance, the arctic sun device did not cool down and the flow rate was 1.4 liter/minute. Circulation pump and mixing pump were defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during preventative maintenance, the arctic sun device did not cool down and the flow rate was 1.4 liter/minute . Circulation pump and mixing pump were defective.